Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had gone to the hospital emergency room with hypoglycemia on ((B)(6) 2025). The patient was leaving the airport after a flight and had lost consciousness in a rental vehicle. A person had noticed the patient was unconscious and called 911. The patient was taken by ambulance to the hospital. Once at the hospital emergency room the patient was treated with glucose. The patient was in the hospital emergency room for 5-6 hours.